Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis. A visual examination confirmed a driveshaft fracture at the proximal edge of the oad crown. The guidewire was returned engaged in the fractured distal driveshaft section. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. At the conclusion of the device analysis investigation, the reported fracture was confirmed; however, the exact root cause of the fracture is undetermined. The instructions for use for the coronary oas state the following warning: "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A 90% stenosed lesion in the right coronary artery was treated with three passes on low speed using a diamondback coronary orbital atherectomy device (oad), followed by an additional six treatment passes on high speed. Fluoroscopy was performed and it was observed that the oad driveshaft had fractured. The fragment was removed using the guide extension catheter and the procedure was completed with no patient issues reported.